Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during dwell 2 of 4. The hp stated that the supply bag was empty and disconnected. The baxter technical services representative had the hp end therapy, and the hp would contact his nurse. Baxter product surveillance contacted the hp on (B)(6) 2011. He stated that he did not see air in the lines that night. He stated that the threads were not stripped on the bag or cassette connection, as he had taken a look at the suspect supplies and tried connecting them to each other again later and they worked perfectly. He stated that the disconnection of the supply bag was caused by a user error, and that he determined that he had not tightened the connection completely. There were no allegations made against any of the supplies. He had told his nurse about this incident, and therapy has been going well since. There were no adverse effects reported to be caused by this event. There was patient involvement, but no medical intervention or serious injury was reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was 'supply bag disconnected without falling'. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.